Event description:
A hospital in (B)(6) reported that an rt202 adult inspiratory-heated breathing circuit did not fit the chamber. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt202 adult inspiratory-heated breathing circuit did not fit the chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are endeavouring to obtain the complaint rt202 breathing circuit for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit kit was returned unsealed and was visually examined. Results: it was observed that the kit contained a flexitube instead of a dry line. A lot check revealed that this is the only complaint of this nature for the lot number provided. Conclusion: on the production line, breathing circuit kits are visually examined by an operator during the packing process. Any kits containing incorrect parts or accessories are subsequently rejected. In this instance, the operator had packed the incorrect tubing and this had not been picked up during the visual inspection. (B)(4).